Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transeptal puncture (tsp) was completed with a needle puncture transeptal without generating force. The 31mm wds was inserted and deployed in the laa. Multiple attempts at deployment were performed with 31mm closure device. After the third deployment, a pericardial effusion was noted. The physician suspected that the closure device was not properly in flx ball. The effusion was found to be 0.85mm in size and decreased in size within ten (10) minutes of discovery without any additional intervention required. The patient remained stable hemodynamically. The physician decided to move forward with laac procedure and exchanged the 31mm wds for a smaller 27mm wds. The procedure was successfully completed with no further complications and the patient was discharged home the same day.